Manufacturer narrative:
Correction: this complaint has been deemed a duplicate of pr 4391206 already reported on MFR report number 3030677-2024-00911.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the batteries were exhausted and needed to be replaced. No patient involvement reported at this time.